Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the monitor was flickering, but there was no flickering image, and there was no other information, so it is unknown whether it was due to the failure of the monitor or the device in question. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The olympus sales representative (rep) called into olympus technical assistance center (tac) personnel to report their issue. In additional to the report, he rep noted that the unit was presenting a e402 error as well as intermittently failing to white balance. The rep stated that several trouble-shooting options were attempted, and ultimately lead to the unit releasing an image with no error, allowing the staff to complete the procedure. The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
Olympus sales representative reported that the visera elite video system center was presenting a flickering image during an unspecified procedure. According to the initial reporter, the procedure was complete using the subject device once the image came back on.